Event description:
Patient reported "severe breast pain, hardening of the breasts, inflamed lymph nodes in both arm pits and right breast." Patient additionally reported "severe fatigue, brain fog, hair loss, muscle and joint pain and swelling, neuropathy, anxiety, difficulty taking a breath, dry eyes, changes in menstrual cycle (it went away), migraines, and back pain," these events are not related to the device and will not be reported. This record is for the right side. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation: "severe breast pain, hardening of the breasts, inflamed lymph nodes in both arm pits and right breast." Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported "severe breast pain, hardening of the breasts, inflamed lymph nodes in both arm pits and right breast." Patient additionally reported "severe fatigue, brain fog, hair loss, muscle and joint pain and swelling, neuropathy, anxiety, difficulty taking a breath, dry eyes, changes in menstrual cycle (it went away), migraines, and back pain," these events are not related to the device and will not be reported. This record is for the right side. Device has been explanted.